Manufacturer narrative:
An event regarding crack/fracture involving a specialty triathlon tibial alignment handle with secondary lock assembly was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis was performed and found that the weld between the dowel pin and the alignment handle fractured, permitting the pin to disassociate from the handle. The weld did not meet the weld size call out for this device. Medical records received and evaluation: not performed as there were no patient related issues associated with the event. Complaint history review: the complaint databases show there have been no other events for the lot referenced. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Conclusions: the investigation concluded that a weld call-out was not manufactured to its specification on the design document. The material analysis report indicated that the weld penetration of the fractured weld was measured to be approximately 236.7¿m (~0.01in) and the design document calls for a weld depth of 0.02in.

Event description:
As per sales rep, tibial tray handle broke during surgery. As surgeon went to trial the springs popped out. There was a 30 minute delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
As per sales rep, tibial tray handle broke during surgery. As surgeon went to trial the springs popped out. There was a 30 minute delay.